Event description:
It was reported that when using the bd pyxis¿ medbank tower, it had a drawers 9 and 10 are offline. The customer reported that issue occurred when dispensing medications to patients and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 9 and 10 were offline. A field service engineer replaced the drawer board, and technical support specialist reconfigured matrix drawers on synchronization cabinet through sql and restarted cubex app to resolve the issue. The system functioned as intended after the field service engineer and technical support specialist repaired the device.